Manufacturer narrative:
Unique device identifier (UDI)- (B)(4). The catheter was returned for evaluation: device history record (DHR)- there is no indication that the production process may have contributed to this complaint. Failure analysis- the connector was visually inspected, and cracks were noted in the connector. The root cause for the cracks in the connector is probably due to users¿ error by using atypical force when attaching the connector, as noted in the instruction for use (IFU) finger tighten when attaching devices. The root cause for the leakage issue reported by the customer is due to the cracks in the connector.

Manufacturer narrative:
Additional information: - the one hour surgical delay was the time it took to replace with a new bactiseal product. The bactiseal used was of the same stock keeping unit (sku). Between 05nov2019 and 30jun2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA pr 229048 and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05nov2019 through 30jun2020. Integra lifesciences contacted donna engleman, director of regulatory programs, office of product evaluation and quality and michelle rios, assistant director, MDR team, office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.

Event description:
N/a

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported catheter leaked during procedure: the white tip of the device at the connecting point was leaking csf. The event led to one-hour surgical delay without patient consequences. The procedure was completed with another same device.

Manufacturer narrative:
UDI : (B)(4). Complaint sample was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. The possible root cause for ¿catheter leaking csf at the connecting point¿ could be due to ¿procedure new or difficult.¿